Manufacturer narrative:
The lens was requested, but has not been returned to b & l for evaluation. Investigation is in progress. Results will be submitted to the FDA in a supplemental report.

Event description:
It was reported that the mi60l lens was removed due to improper fit into the pt's eye. The incision was enlarged in order to remove the lens, vitrectomy was performed, and the procedure was completed with a different lens (tecnis). Add'l info was requested but has not been received.